Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibiting constant tones. The device was unsuccessfully interrogated and no magnet tones were generated with magnet application.